Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no additional follow up actions for this event. For the other pending event, the investigation determined the service actions resolved the issue.

Manufacturer narrative:
For two events, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: none. Follow up actions for one of these events include: the gear pump pressure was low, so the pump was replaced. An adjustment nut was missing and this was replaced. Vacuum pump diaphragms were replaced. Operational and mechanical checks passed. The customer ran controls and these were accepted. For one event, the investigation determined the following: the module had a fluidics failure. Follow up actions for this event include: the field service engineer replaced a valve assembly. He performed a system decontamination, cleaned the vacuum valves, and replaced the photometer lamp. The customer performed qc with acceptable results. For one event, the investigation determined the following: the service actions resolved the issue. Follow up actions for this event include: the field service engineer found a bent sample probe and replaced it. For two events, the investigations are ongoing. Follow up actions for one of these events include: the field service representative performed preventive maintenance and a precision check was within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 6 malfunction events. Questionable low results were generated by cobas 8000 c 502 module analyzers. The events involved six patient samples with questionable results for the following assays: one for vanc2 vancomycin, one for phny2 phenytoin, one for li lithium, one for crep2 creatinine plus ver.2, one for creatinine, and one for tina-quant a1-antitrypsin ver.2. One patient was aged (B)(6) years. There was one male.